Event description:
Manufacturer replaced battery with an older one. On (B)(4) 2013 the battery was replaced on this unit. The unit was purchased in january 2012 and upon replacing this battery on (B)(4) 2013, the battery being replaced had a 6/2011 sticker on it. On (B)(4) 2013 the battery was replaced again from the battery that was installed on (B)(4) 2013. Both batteries were purchased directly from the manufacturer.